Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 143.0 and 150.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The introducer sheath was kinked approximately 110.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was damaged near its distal end. This damage may have occurred due to forceful manipulation or gripping of the ruby coil during preparation for use. The damaged observed on the introducer sheath likely contributed to the inability to advance the ruby coil through the lantern. Further evaluation revealed the pusher assembly was bent. This damage likely occurred due to forceful advancement of the ruby coil against resistance. Further evaluation revealed the pusher assembly mid-joint was retracted proximal to the friction lock and the proximal end of the introducer sheath. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The retraction of the pusher assembly mid-joint proximal to the introducer sheath was likely incidental and may have occurred after the ruby coil was withdrawn from the lantern. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil. During the procedure, while attempting to advance a ruby coil out of its introducer sheath and into a lantern delivery microcatheter (lantern), the physician noticed that the ruby coil was unable to advance out of its introducer sheath. However, after advancing only a short distance into the lantern, the physician experienced resistance; therefore the ruby coil was removed. Therefore the ruby coil was removed. The procedure was completed using a new ruby coil. It should be noted that the lantern was flushed prior to attempting to load the ruby coil. There was no report of an adverse effect to the patient.